Manufacturer narrative:
The involved device was evaluated by the arjo representative. According to the results of inspection, the pin of tilting mechanism that should secure the floor did not fully enter the stretcher's frame and the stretcher was not locking correctly. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of a concerto shower trolley. It was reported that during a lateral transfer of a patient the stretcher tilting mechanism unlocked, the stretcher tilted and the patient fell out of the stretcher. The patient was taken to emergency room and according to the assessment sustained lacerated and bruised wounds of the left eyebrow. 4 stitches were applied to the wound.

Manufacturer narrative:
Repair of the device has not been possible to date and an additional evaluation could not be performed. The information collection and analysis for investigation purpose is on-going. Further information will be provided in the next report.

Manufacturer narrative:
Arjo was notified about an incident with involvement of a concerto shower trolley. It was reported that during a lateral transfer of a patient the stretcher tilting mechanism unlocked, the stretcher tilted and the patient fell out of the stretcher. The patient was taken to emergency room and according to the assessment sustained lacerated and bruised wounds of the left eyebrow. 4 stitches were applied to the wound. The involved device was removed from service and it was evaluated by the arjo representative. According to the results of inspection, the pin of tilting mechanism that should secure the stretcher did not fully enter the stretcher's frame and the stretcher was not locking correctly. The stretcher had been replaced before the incident occurred on 14th september 2020. The fixation plate (including tilting mechanism and on which the stretcher was mounted) was measured and as per results it was bent and slightly narrower, which may have affected the tilting mechanism locking. The fixation plate s8533569-031 has been replaced and device tested after that. According to the results the tilting mechanism locking functioned as required. Based on the collected information the stretcher tilting mechanism was not properly locked which led to its unintended tilt and patient fall. The tilting mechanism lock failure was not observed after the stretcher was installed. The concerto shower trolley has a functionality, which allows to tilt the stretcher to help with cleaning and disinfection. The tilting mechanism is located under the stretcher and in the trolley¿s frame. Concerto/basic operating and product care instructions (IFU) includes the information how this function can be activated and used. It includes the following warning: ¿make sure that the catch has locked (klick sound) the stretcher after putting it back in place.¿ in summary, the inspection of the device confirmed that it was not up to manufacturer¿s specification after the event and the device did not perform as intended. The shower trolley was used for patient hygiene and was directly involved in this event. This complaint was decided to be reported to the regulatory authorities due to indication of a patient fall and an injury occurrence.

Manufacturer narrative:
The involved device was removed from service and it was evaluated by the arjo representative. The device's operation will be verified after repair. Information collection and analysis for investigation purpose is on-going. The collected information will be analysed and need of further details to be determined. Further update will be provided in the next report.

Manufacturer narrative:
The fixation plate of the device (including tilting mechanism and on which the stretcher was mounted) was measured by the arjo representative and as per results it was found slightly narrower than required, which may have affected the tilting mechanism locking. The device is awaiting to be repaired and evaluated again after the replacement of parts. The information collection and analysis for investigation purpose is on-going.